Event description:
The intended procedure was for cooling of a patient status-post cardiac arrest. During set up, the machine was primed with saline. The machine was turned on to start the cooling process. The saline did not circulate as expected, until the manual button was activated. Because of this, the machine was not used on the patient. The following day, trouble shooting was performed by nursing and biomed engineering. When it was turned on,the machine emitted a high-pitched sound and the display screen was blank.====================== health professional's impression======================unknown what caused the problem.====================== manufacturer response for intravascular temperature management system, thermogard xp======================the manufacturer sent a service engineer to the hospital to check the device, and could not replicate the problem. It was decided that a "loaner" will be provided. When the loaner is received, the device will be sent to the manufacturer for evaluation.